Event description:
It was reported that the battery gauge was fluctuating. Additionally it was reported that the pump housing was damaged making it difficult to load cartridges. Additionally, it was reported that resistance was experienced during the fill process. Customer declined follow up from tandem technical support. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.